Event description:
The pt experienced increased baseline pain. At the last two refills, the pump had 1-2 mls more than expected; the expected and actual residual volumes were not reported. A dye study was attempted, but they were unable to aspirate. A radiolabeled indium study was performed; the date and results were not reported. The pump was used to deliver bupivacaine and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.